Manufacturer narrative:
(B)(4). This report involves the same patient as in (B)(4). A batch review will be performed for the potentially associated lot number(s) h13l17047. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized and treated with unspecified antibiotics for the peritonitis. The cause of the peritonitis was unknown. The patient¿s pd catheter was removed and the patient was transferred to hemodialysis. On an unknown date, the patient was discharged from the hospital and was recovering from the peritonitis event. No additional information is available. This is report 2 of 4.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for potentially associated lot number h13l17047 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.